Event description:
It was reported that during implant procedure that the right ventricular (rv) lead had dislodged, additionally tissue from the helix could not be removed. A new rv lead was requested; the old lead was removed and the surgery concluded successfully. The patient was stable following the procedure.